Manufacturer narrative:
(B)(4).

Event description:
It was further reported that vascular access was obtained via an antegrade approach with a severe entry angle. The physician had a 180cm guide wire in place, removed it to advance a 260cm; however the wire could not advance through the innova delivery system. The decision was made to deploy the stent anyways. Approximately 50% of the stent was deployed when the issue occurred. The stent was pulled back into the 6fr 25cm introducer sheath, clipped and tucked. The patient was sent for bypass surgery. The patient is in stable condition.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent deployment issues and stent damage occurred. Vascular access was obtained via an antegrade approach. The target lesion was located in the superficial femoral artery (sfa). A 6 x 200 x 130 innova stent was advanced to the target lesion and deployed without a guide wire in place resulting in an incomplete deployment of the stent. Attempts to retrieve the stent resulted in elongation of the stent into the sheath. The decision was made by the physician to abandon the procedure and send the patient to surgery for removal of the stent. There were no acute changes to the patient condition.